Event description:
After intra-aortic balloon pump for about four hours, an alarm sounded from the system 97 pump and blood was noted. The intra-aortic balloon was removed and a second intra-aortic balloon was inserted. This intra-aortic balloon pumped for approximately three days without any problems. (Event complications: none from the event - reported 8/17/98.) (Pt's current status: unk - reported 8/17/98.)